Manufacturer narrative:
The customer found that tubing 212 connected to the blood sampling valve (bsv) was loose. The customer was able to trim the tubing and re-connect it tightly to the bsv, resolving the leak. There were no further issues reported by the customer and the service request was canceled. (B)(6).

Event description:
The customer reported less than 1ml of uncontained fluid leaked from the probe in a coulter lh 750 hematology analyzer onto the counter during normal instrument operation. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.